Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous high result for 1 patient tested for gluc3 glucose hk (gluc3) on a cobas 4000 c (311) stand alone system. The initial gluc3 result was 490.9 mg/dl. The customer stated the repeat result from the same sample tube on (B)(6) 2018 was 107.1 mg/dl. The repeat result was believed to be correct based on a glucose result of 107.1 mg/dl from a test strip. Based on the data provided, discrepant potassium (k) and phos2 phosphate (inorganic) ver.2 (phos2) results were also identified. The initial k result was 4.77 mmol/l. On (B)(6) 2018 the repeat result was 3.75 mmol/l. The initial phos2 result was 6.27 mg/dl. On (B)(6) 2018 the repeat result was 4.06 mg/dl. No erroneous results were reported outside of the laboratory. Based on the data provided, it is not clear if the initial and repeat results were from the same sample tube or different sample tubes obtained on different days. The customer was not having issues with any other patients. There was no allegation that an adverse event occurred. The gluc3 reagent lot number was 317737 with an expiration date of may-2019. No other lot numbers or expiration dates were provided. No issues were identified during a review of the alarm trace. The customer did not use rack adapters. The field service engineer (fse) visited the customer site and performed precision testing. The precision data provided do not suggest any instrument issues. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined. The customer has not had any further issues.